Manufacturer narrative:
Batch review performed on 06 may 2019: lot 134430: (B)(4) items manufactured and released on 07-nov-2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years after primary surgery, complaining of instability due to laxity. The surgeon revised the 17mm poly with a 20mm poly and the surgery was completed successfully.